Event description:
During a pci treatment procedure,the quantum maverick monorail 15/2.5 mm balloon ruptured at 18 atms on the first inflation. The pt remained asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the mid right coronary artery. The physician used a launcher al1sh guide catheter and a bmw .014 guidewire to cross the lesion. It is noted that resistance was met with insertion of the quantum maverick monorail balloon. The quantum maverick monorail balloon was removed and replaced with a guidant crosssail balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'fine'.